Event description:
It was reported the ins had flipped. The battery was surgically moved and re-implanted. Following the re-implant procedure, the pt could not recharge the device due to coupling/communication issues. Five days later, the pt was seen for troubleshooting. The ins appeared tilted. The antenna locate feature was used. The highest reading able to be obtained with the antenna locate was 58. Troubleshooting was ongoing. Additional info has been requested.

Manufacturer narrative:
(B) (4).